Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced intermediate elevated blood glucose (bg) levels of 532-587 mg/dl; cause unknown. The customer administered a correction bolus via the pump as well as a correction injection to address the bg. Recommendation was made to consult a healthcare provider in regards to diabetes management.